Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received several blood glucose readings of 20mg/dl on the contour next ez. She did not experience any symptoms and did not alter diet. During the call she ran a blood test and received 20mg/dl, retested on a different meter and the reading was 141mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
Corrected lot#.